Manufacturer narrative:
(B) (4): physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the root cause of malfunction to be a missing filter, fl29. The failure would impact defibrillation therapy by affecting the positive portion of the biphasic waveform. Additional pcb damage was observed that indicated that the fl29 filter was broken due to a strong external force. After replacement of fl29, the assembly functioned normally on a test mock up device.

Event description:
It was reported that the device had a service indication. Physio-control device evaluation found multiple fault codes logged in the memory indicating a critical failure. There was no report of patient involvement associated with the event.